Event description:
It was reported that this left ventricular (lv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was dislodged.

Event description:
It was reported that this left ventricular (lv) lead was explanted with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.